Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient stated the irritation was under the front therapy pad. The patient described the irritation as red. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed disprosone cream. Follow up indicated that the irritation improved .